Event description:
Four (4) months after getting my mentor breast implants, #350-3380 I started to become ill. My first symptom was migraines. In the years following I've suffered from extreme fatigue, joint pain, chest pain, cognitive issues, and anxiety. I was always very healthy before getting the implants. I've seen several doctors over the years including neurologists, cardiologists, rheumatologists, pain management doctors and my family physician quite frequently. Something needs to be done as breast implant illness is very real. There are thousands of women in a local support group, in (B)(6) who all suffer with many of the same symptoms. I am unable to hold a job for the past 2 1/2 years as my condition has gotten progressively worse. FDA safety report ID # (B)(4).